Manufacturer narrative:
Concomitant product: unknown lead.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached suspected premature battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed battery depletion. The device had not yet reached recommended replacement time (rrt). The most recent battery voltage measurement on (B)(6) 2016 was 12.4 months to 20.6 months with an average of 16.5 months. It was noted that there were high right ventricular (rv) lead and left ventricular (lv) lead pacing settings of 5 volts at 0.9 milliseconds with low lead impedance which would impact battery longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.